Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service codes) has been confirmed. As received, the monitor failed incoming testing and produced service code 104 and 107. Upon evaluation, there was extensive contamination on multiple components inside the monitor, including the j101, j502, j1000, j1001, and j1 connector, the jtag board, the lcd200, and u103, u201, and k2 components. The cause of the service codes and test failure is the contamination. The root cuase of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was producing service codes.